Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons are coming apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are coming apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons are coming apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are coming apart. No injury reported.